Event description:
I received two restor iol implants. The right eye in 2007, power 20.0 d, length 13.0mm, optic 6.0mm. The left eye on two weeks later, power 19.5 d, length 13.0mm, optic 6.0mm. I had post-op visits in 2007, with the surgeon two times on the same month for the right eye, and two times in that month for the left eye. I had post-op refraction on the following month. My eyes were sensitive to light and felt irritated -dry. I returned to the surgeon three times in that month, two times in the following month, one time the next month, and one the the following month, and then approx three weeks later at which time the surgeon said he could not write anymore prescriptions for my eyes, and I would have to go over the counter for eye drops. I decided to see a group of eye doctors on the following month for a second opinion. I was assigned to one of the doctors on the following month, who said I had developed severe dry eyes and was given a prescription for restastis. I then returned in subsequent visits, first on a monthly basis and then on a four months basis which will be in 2008. On my last visit, they gave me a comprehensive set of eye tests and was told my eyes are better than when I first arrived. However, my eyes are still red, irritated, and sensitive to light. So sensitive to light that I wear polarized sun glasses except when I am trying to read printed matter. Sitting at a computer screen is a chore. On coming automobile head lights appear as two 12 foot diameter concentric circles, which any artist could add them to alcon's restor website.